Manufacturer narrative:
No report of patient involvement. (B)(4). A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board and power controller board were replaced.

Event description:
The hospital reported that, during boot-up, the unit had a system malfunction. There was no report of patient involvement.